Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 2mm 15cm .018 saber percutaneous transluminal angioplasty (pta) balloon leaked after pressurized inflation. The contrast media leaked. There was not reported injury to the patient. This occurred during a lower limb surgery. The device will be returned for evaluation.